Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The date of the initial report is corrected to november 21, 2018. The external visual inspection revealed that the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed broken electrode wires. This is believed to have occurred during revision surgery. System lock could not be obtained at any spacing. The no lock condition prevented some of the electrical tests from being performed. The device passed an electrical test performed. The device failed the residual gas analysis test. The internal visual inspection revealed a resistor with a corroded trace. It is believed that the failure of this implantable cochlear stimulator (ics) device was caused by a loss of hermetic seal. This is concluded from the residual gas analysis data. Moisture admitted into this device through this leak resulted in the corrosion of the resistive film material and the shift in resistance value of a resistor. This ultimately caused the device to cease functioning. This older device configuration is no longer manufactured. This is the final report.

Manufacturer narrative:
Revision surgery is reportedly scheduled.

Event description:
The recipient is reportedly experiencing loss of lock. External equipment was exchanged, however, the issue did not resolve. Revision surgery will be scheduled.